Event description:
The customer reported having an emergency room visit due to dehydration and high blood glucose of 580 mg/dl. Troubleshooting was performed. The customer was experiencing fatigue and weakness. No further information was provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.